Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed and based on the reported event, it was determined that the break occurred during use. The external section of a 4.2 fr s/l broviac catheter was returned for investigation. The connector was received separate from the catheter. An 8.5mm section of tubing was attached to the stem on the connector. The crimp collar remained attached to the clamping oversleeve. The catheter had been cut 1.2cm from the distal end of the clamping oversleeve and the distal catheter segment was not returned for investigation. A break in the adhesive fillet was observed at the distal end of the clamping oversleeve. The observed damage is consistent with a tensile break. It was reported that the connector snapped when the extension tube was accidentally caught when the patient was moved. A lot history review (lhr) of hubr0457 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the connector part of the catheter had snapped when its extension tube accidentally got caught by the physician's feet on (B)(6) 2017. Allegedly, it happened when the physician tried to carry and move the patient. The device was implanted on (B)(6) 2017, for the purpose of injection of anticancer agents, blood transfusion, and collection of blood samples. The catheter had been attached to the patient's skin after making loops outside of the patient's body.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of hubr0457 showed no other similar product complaint(s) from this lot number. Device not returned yet.

Event description:
It was reported that the connector part of the catheter had snapped when its extension tube accidentally got caught by the physician's feet on (B)(6) 2017. Allegedly, it happened when the physician tried to carry and move the patient. The device was implanted on (B)(6) 2017, for the purpose of injection of anticancer agents, blood transfusion, and collection of blood samples. The catheter had been attached to the patient's skin after making loops outside of the patient's body.